Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown/not provided. Patient sex unknown/not provided. Weight unknown/not provided.

Event description:
Doctor indicated that the boss311 implant relocated into the sinus due to loss of integration of copios.

Manufacturer narrative:
Dental implants are used for treatment. Non-integration and loss of integration (including when accompanied with harms such as infection, bone loss, perforated sinus, and swallowing/ingestion) are well-documented, previously investigated failures which are currently trended on a monthly basis. Previous individual ni/li complaint investigations as well as monthly trending to date have not identified any signals indicating potential product design deficiencies or manufacturing non-conformances impacting ni/li. A summary investigation for non-integration and loss of integration (ni/li failure modes) is documented in m05.01.23, ni/li complaint investigation instruction. A manufacturing issue was not confirmed through the investigation performed the following sections were updated: report type; no adverse event occurred. Outcomes attributed to adverse event: no outcome attributed to adverse event. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the customer had a loss of integration.